Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device probe tip was found to be broken. The balloon cannot be attached. The device has wear and tear. Additional observations are that the insertion tube buckles close to the bending section and the el-connector has corrosion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the device tip was broken off at the point of attaching the balloon. There is no patient involvement and no harm to any patient reported.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum apr 5, 2022: the device was not dropped on any hard surface. The tip fell off after taking the balloon off when cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope and/or present an infection-control risk. Olympus will continue to monitor field performance for this device.